Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor and bellows diaphragm were replaced proactively. The unit was returned to service.

Event description:
The hospital reported a failure of the unit to mechanical ventilate when requested, during a case. There is no report of patient injury.